Event description:
It was reported that the patient¿s right atrial lead exhibited failure to sense and capture. Chest x-ray confirmed lead dislodgement. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.